Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. Correction to e1 and g2 (healthcare professional was inadvertently selected in the initial medwatch report). A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, although it was confirmed, that the heat sink of the motherboard fell off. The cause of the phenomenon in question could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported (on behalf of the customer) that the visera 4k uhd camera control unit had an e117 error (scope communication error). There was no procedural involvement. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. The device evaluation, however, found that the heat sink of the motherboard had fallen off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.